Manufacturer narrative:
Corrected data: b5, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries are not holding a charge. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit was forcefully pushed back into the cart, and the unit was then put back into clinical service. The fse also stated that a pm was performed on the cart and rescue and that was the only problem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries are not holding a charge. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.